Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations noted arching damage on the non-labeled side of the device, and there was swelling in the battery area of the case. The swelling of the battery area of the case is consistent with a depleted battery. The arching damage to the device case and internal circuitry was due to a damaged lead. Product testing confirmed this ICD had no telemetry, and a memory download could not be performed.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. The physician elected to schedule a replacement procedure for this ICD because he/she is not sure the patient is fully protected by the device any longer. Additional information was received that when the physician opened the subpectoral pocket, he found an insulation defect on the right ventricular (rv) lead, and a small burn hole in the can of the ICD. The last patient disk, with a decreasing trend in shock impedance measurements, was sent to bsc technical services to be analyzed. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.